Manufacturer narrative:
(B)(4). No device return is expected. Teleflex will continue to monitor and trend related events.

Event description:
Article: doi: 10.5811/cpcem.2018.8.38854. The complaint states: a (B)(6) male found unresponsive and hypoglycemic had a 45mm ezio needle set placed to his right proximal tibia by paramedics after multiple unsuccessful attempts at peripheral IV access. They administered d50 without any change in status and after emergency department (ed) arrival was intubated and was given two more d50 doses via this io access upon which nurses noted they felt resistance. An ultrasound failed to detect flow with the io space and this catheter was removed. A 45mm needle set was placed in the patient's right proximal humerus through which additional resuscitative medications were placed and the patient was stabilized. The symptoms of compartment syndrome started approximately 15 minutes post-ed arrival and confirmed with compartment pressures and an x-ray image showed the needle set to be inserted 2mm beyond the posterior tibial cortex into the patient's soft tissue. The patient was taken to surgery for a four-compartment fasciotomy, decompressing all compartment pressures; no necrotic tissue was noted and subsequently, 2+ pulses were palpable. No further patient information is noted in the case description.